Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. Additionally, the response buttons were intermittently non-functional due to contamination on the response button switch. The root cause for the open resistor could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize a therapy electrode signal.